Event description:
Pt s/p avr, tee on cardiovascular unit developed hypotension and bradycardia. Pt's epicardial pacing wires were attached to two extension cables to attempt to pace the pt. One of the extension cables quick connect tabs broke off; cable could not be secured to pacemaker. Cables replaced with other cables and there was no harm to the pt, who was transferred to ICU and expired later that evening from her underlying disease.